Event description:
(B)(6) home infusion nurse reports patients curlin pump states "system time out. And it will not function. She will finish infusion with dial a flow and using gravity. Unknown if product is available for possible return. Pump serial number: (B)(6). Indication: chronic inflammatory demyelinating polyneuritis.